Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the unknown error message "refill and use another test strip" appeared at 11:45am on (B)(6) 2016. The patient manages his diabetes with a combination of medication including levemir insulin and metformin and glipizide ER tablets. He denied making any changes to his usual diabetes management routine after obtaining the alleged error message. He reported that 10 minutes later, he developed symptoms of "anxiety [and] blurred vision". He was unable or unwilling to say whether he received any treatment as a result of the alleged issue. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged error message appeared.